Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by MFR: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic was deformed. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5_13.7 implantable collamer lens, -12.5 diopter into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault and elevated iop. Currently, no replacement lens has been implanted. The cause of the event is reported as a patient-related factor.